Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reports having three air exchanges an hour in the processing room so they use a gus system. The employee reported tightness in her throat, itching skin, nasal itching, hoarseness, and cough. The employee was seen by a doctor in the emergency room where she was treated with claritin, tagamet, prednisone, and unspecified nebulizer treatment. The customer also reported that there was construction occurring elsewhere in the building.